Event description:
It was reported that the reservoir of a small volume folfusor ruptured and leaked into the housing of the device. This occurred during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured july 13, 2014 ¿ july 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a ruptured bladder. Microscopic inspection revealed markings on the exterior surface of the bladder near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.